Manufacturer narrative:
The involved esu was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the limited information provided, there are numerous possibilities involved with the event. Therefore, no conclusive determination could be made as to the cause of the incident (note: the user manual warns users of many scenarios that could cause such a burn.). No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a cystoreduction with colostomy procedure. The esu was used with a single-use handle from fiab (note: a non-erbe accessory.). An erbe nessy omega return electrode (part number: 20193-083, lot number: information not provided) was attached to the patient's left thigh. The unit's settings were autocut, effect 3.5 and precisesect, effect 1.8. During or after the procedure, a peristomal burn/necrosis was discovered. The burn is suspected to be a skin lesion. The lesion was described as a 2nd degree burn approximately 2.5 cm by 1.5 cm. The exact appearance and location of the burn in relation to the colostomy was not provided. Finally, no information was provided in regards to the treatment of the patient's lesion.